Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The licox outer packaging was not labeled clearly as to what was sterile and what was not sterile. The outer package of the licox package was opened during surgery. The unsterile portion was put on the sterile table. It is unknown whether the unit came in contact with the patient. Additional clinical information has been requested.